Event description:
Healthcare professional reported "rupture". This record is for an right side. The device remains implanted.

Manufacturer narrative:
Clarification to d6a: partial date of (B)(6) 2016 provided. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: - rupture: observed an opening through microscopic inspection assessed as fold flaw opening and observed a missing piece of shell through microscopic inspection assessed as inconclusive. No further actions are required as it is not related to the manufacturing process. None of the other observations performed during the device analysis (crease and wear abrasion) are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.

Event description:
Patient reported "rupture". Later healthcare professional reported "replacement due to prosthesis ruptured for right side". This record is for an right side. The device was explanted.

Event description:
Patient reported "rupture". Later healthcare professional reported "replacement due to prosthesis ruptured for right side". This record is for an right side. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.